Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined a medwatch report should not have been filed under the current manufacturer as the complaint is a duplicate of (B)(4) - MDR report number 3002806535-2023-00353. Given this information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed under the current manufacturer as the complaint is a duplicate of (B)(4) - MDR report number 3002806535-2023-00353. Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). D10 - medical devices: unk femoral biomet oxford cemented; item# unknown; lot# unknown. Unk tibia biomet oxford medial cementless sz. D; item# unknown; lot# unknown. H3 - product was discarded. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00355. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : product is unknown.

Event description:
It was reported that the patient had undergone a left unicompartmental knee arthroplasty. Subsequently, the patient experienced dislocation of the bearing and had a recurrent episode of dislocation. Approximately four years later, the patient underwent revision surgery due to pain and recurrent dislocations. During the procedure, significant synovitis with a metallosis appearance and scarring on the anterior flange were encountered. Initially, the surgeon had planned a poly swap, but this resulted in a conversion to a total knee arthroplasty. While trialing the bearing, the femoral component popped off due to a lack of ingrowth. All components, except for the tibial component, were revised without complications. Due diligence is in progress for this complaint; to date no additional information or product has been received.